Event description:
It was observed that during device evaluation, the videoscope had foreign material clogged in the nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the subject device (possibly silicone). There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Olympus will continue to monitor field performance for this device.